Event description:
The user facility reported that two employees experienced a rash on their face while wearing ultra fogfree earloop masks. No medical treatment was sought or administered.

Manufacturer narrative:
The device history record of the lot subject of the reported event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. Crosstex has requested that the ultra fogfree earloop masks be returned for evaluation. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The user facility returned the ultra fog free earloop masks for evaluation. No issues were noted. The ultra fog free earloop mask is made with a hypoallergenic cellulose inner layer and is latex free. No additional issues have been reported.